Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with cgm high alerts and an occlusion alarm; after disconnecting, insulin flow through the tubing was confirmed, the infusion site was replaced, and the removed cannula was found bent, after which blood glucose measured 412 mg/dl by glucometer and began trending down following site change and fill. Symptoms included elevated blood glucose. Outcomes included recovery without medical intervention. Investigation included customer service troubleshooting and user education with verification of insulin delivery through the tubing and guided infusion set replacement. Investigation of this case revealed a bent cannula at the infusion site consistent with interrupted insulin delivery and an occlusion alarm that resolved after supply change. It was concluded that the event was due to infusion set/cannula malfunction at the insertion site leading to hyperglycemia, resolved with replacement supplies and proper setup.